Manufacturer narrative:
(B)(4). The device investigation report is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported a sliver of black coating was found in patient while using the bipolar. The sliver was taken out. The surgeon continued to use the bipolar afterwards. After the bipolar was taken out, the grasper on the bipolar appeared to have a missing part of the coating (same shape as sliver). There were no patient complications.

Manufacturer narrative:
(B)(4). Visual, dimensional and/or functional: no functional testing was able to be done due to the device being unable to be cycled. Visual inspection revealed that the sliver that is missing is part of the heat shrink that is located on the jaws and is used as an insulator. The review of DHR yielded no findings. All operations and documentation were completed. The heat shrink on the jaws is inspected by an operator during the assembly process. There is also a final device inspection that is done by a qc operator. This lot passed both inspections. Reviewed the material certification for the jaw shrink, all measurements were in spec. Device was manufactured june 30lh, 2016. Root cause is most likely due to the doctor gripping too much tissue at one time while cycling the device. This would have caused the jaws to not close correctly and the sides of the needle to rub against the heat shrink that is on the jaws. No corrective action implemented due to root cause most likely being operator error.

Event description:
It was reported a sliver of black coating was found in patient while using the bipolar. The sliver was taken out. The surgeon continued to use the bipolar afterwards. After the bipolar was taken out, the grasper on the bipolar appeared to have a missing part of the coating (same shape as sliver). There were no patient complications.